Event description:
It was reported that during surgery foreign substances which look like a white powder were found inside of the sterile tray. There is no harm and a 0-15 minute delay reported. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
The device was returned opened but unused inside the original tyvek tray. Visual inspection confirmed there was a white debris on the tubing of the device. The white debris is visible at 12-18" under normal lighting with up to 10 second inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.